Event description:
The customer reported the device was unable to shock.

Manufacturer narrative:
The customer reported the device was unable to shock. The device was evaluated locally. The symptom could not be verified. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.